Event description:
The male patient received three cypher stents to treat lesions in the proximal lad, first diagonal, and second diagonal. Stent 2.5x18mm implanted in main branch of the proximal lad under max pressure of 10 atm, stent of 2.5x8mm implanted in each side branch (first and second diagonal) under max pressure of 14 atm. Post dilation only of main branch performed: 2.5x20mm at 14 atm. Final kissing balloon of the three lesions: mb (2.5x20mm, 10 atm), sb first diagonal (2.5x10 mm, 6 atm), sb second diagonal (2.5x10mm, 6 atm). All three lesions resulted in 0 percent final diameter stenosis (visual assessment) with timi 3. No additional stenting. Only ivus performed in mb. Approximately ten months after the index procedure, the patient experienced stable ccs I class angina. ECG was performed. Angiography showed a total occlusion of the proximal left anterior descending. A re-pci was performed with balloon angioplasty with good final result. Approximately one year and two months after the index procedure date, the patient experienced unstable angina iib. Angiography showed a 100% total occlusion of the distal lad. A re-ptca was performed with balloon angioplasty and implantation of 2 cypher stents with good final result.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 1016427-2008-00024. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.